Event description:
Information was received from a foreign consumer and manufacturer's representative regarding a patient receiving morphine (30.2 mg/ml at 5 mg/day) via an implantable infusion pump. It was reported the patient had been in an ambulance to the hospital and had been to the hospital three times only to be sent home. The patient's wound had burst on (B)(6) 2021. Further information was not reported. Additional information was received from a healthcare provider (hcp) and consumer via a manufacturer's representative. It was stated that since the wound burst, the patient had been seeing their general physician regularly, however, the wound continued to weep with blood and pus. The patient didn't have any pain at the site. The hcp stated the patient had possibly been fiddling with the pump which could have caused the issues, but it was not confirmed. The patient felt the issue was a result of their last surgery when their catheter was replaced which involved the pump being taken out and put back in. The patient wanted their pump and catheter removed and replaced on the other side of their abdomen. The pump was still being refilled every 6 months and they had reduced the dose from 5 mg of morphine per day to 2.5 mg. The patient stated they weren't getting any pain relief and hadn't since the catheter was repl aced. It was indicated the patient was on high doses of oral morphine. The issue was not resolved. Regarding contributing factors, it was indicated there was possible fiddling with the pump which had infected the area causing the wound. Additional information was received. It was indicated the hospital intended on removing the patient's pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer and manufacturer's representative regarding a patient receiving morphine (30.2 mg/ml at 5 mg/day) via an implantable infusion pump. It was reported the patient had been in an ambulance to the hospital and had been to the hospital three times only to be sent home. The patient's wound had burst on (B)(6) 2021. Further information was not reported. Additional information was received from a healthcare provider (hcp) and consumer via a manufacturer's representative. It was stated that since the wound burst, the patient had been seeing their general physician regularly, however, the wound continued to weep with blood and pus. The patient didn't have any pain at the site. The hcp stated the patient had possibly been fiddling with the pump which could have caused the issues, but it was not confirmed. The patient felt the issue was a result of their last surgery when their catheter was replaced which involved the pump being taken out and put back in. The patient wanted their pump and catheter removed and replaced on the other side of their abdomen. The pump was still being refilled every 6 months and they had reduced the dose from 5 mg of morphine per day to 2.5 mg. The patient stated they weren't getting any pain relief and hadn't since the catheter was repl aced. It was indicated the patient was on high doses of oral morphine. The issue was not resolved. Regarding contributing factors, it was indicated there was possible fiddling with the pump which had infected the area causing the wound. Additional information was received. It was indicated the hospital intended on removing the patient's pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign consumer via a company representative. The pain pump issue was ongoing. The patient had expressed issues with his device leaking blood and pus which was ongoing. The patient wanted to travel to singapore or thailand to have the pump surgically corrected as no one in australia would operate on him anymore. It was unknown if surgical intervention was to occur. The issue was not resolved as of (B)(6) 2022. The patient was with injury regarding their status as of (B)(6) 2022.

Event description:
Additional information was received from a foreign consumer via a company representative. The patient suffered from acute chronic pain in their neck and had so since 1987. The patient received their first intrathecal morphine pump in 2003 and for 10 years life was good. It was reported that in september big blood blisters started forming on the scar. The patient went to the hospital who said they could not help and told them it was going to burst. So, on (B)(6) 2021 it had burst, and to this day it was leaking a mix of yellow fluid and blood. The patient was now waiting to go to hospital to finally have the pump and catheter removed. The patient had seen the surgeons and were going to see the anesthesiologist before the procedure. So not long now the patient believed. It was further noted that the public hospital wouldn¿t consider replacing my pump. It was indicated that the 10 years the patient had a working pump were the happiest years of their life and the patient was still fighting to return to that. The patient¿s wife also wanted her husband back to not being in constant pain. The patient was wanting to later to find a specialist that would be willing to implant a new pump after they are healed up and recovered. Additional information was received from a consumer via a company representative on 2022-mar-24. The patient experienced post implant pain, bleeding, and infection. Environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostic tests performed including results were unknown. The issue was not resolved as of 2022-mar-24. It was noted that it was unknown surgical intervention occurred.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot# unknown, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.